Event description:
It was reported that a revision surgery was needed to remove a creo screw head due to post-operative patient pain. This event occurred in ireland.

Manufacturer narrative:
The device was unavailable for evaluation. It was reported that there was patient pain persisting post-operatively, and that there was an unrelated failure of a head release tool during the revision surgery. The type of surgery was an l4/l5 posterior lumbar interbody fusion (plif), with the construct consisting of a rise interbody spacer and fixation implants from the creo mis stabilization system. The original surgery was conducted on (B)(6) 2025, and a revision surgery was conducted on (B)(6) 2025. The reported post-operative pain the patient exhibited was due to the need for additional decompression. The necessary decompression was not achieved during the primary surgery due to the lack of removal of osteophytes compressing a nerve root. To maximize visualization during the revision surgery, the nuvasive mass tlif retractor system was utilized which necessitated removal of the creo mis 30 mm reduction screw heads on the right side of the construct. After the desired decompression was achieved, new screw heads were assembled to the originally implanted shanks and the rod reseated respectively to complete the construct. There were no reported issues regarding the creo implants utilized in the primary and revision surgeries that patient pain was reported to be caused by the need for additional decompression. Should additional information be provided, a secondary investigation will be conducted and supplemental information provided. N o determinations could be made as to the cause of the reported issue.